Manufacturer narrative:
The device was returned to egs for evaluation and the retractor lock was confirmed to operate as intended. A video of the procedure provided by the medical facility showed the helix was not locked and was not in the proper position prior to device insertion. Although no serious adverse event is associated with this complaint, it has been established that a helix not in the safely stowed position during device insertion is likely to cause or contribute to a serious adverse event.

Event description:
The physician reported resistance during device introduction starting around the cricoid area through the distal esophagus. The helix was seen bent 90° and outside of the tissue mold immediately after insertion of the device into the stomach. The helix was safely stowed, and the device was uneventfully removed. A thin line-shaped mucosal tear was identified from the upper esophagus to the distal esophagus. The mucosal tear was treated with an unknown number of endoclips to promote healing.

Manufacturer narrative:
No additional patient information was provieded following multiple attempts to obtain required patient information per 21 cfr 803.52.